Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that the device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Without return of the device or additional information the root cause of the event cannot be determined nor can the clinical observation be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21 mm bioprosthetic aortic valve was implanted for twelve (12) years, ten (10) months, exhibited stenosis with a valve area of 0.7mm, peak gradient was 90mmhg. Valve in valve intervention was performed and a 23mm transcatheter valve which was implanted successfully inside the 21mm aortic valve. There were no reported patient complications due to intervention.